Event description:
The customer reported that less than 3 ml of fluid leaked from the coulter lh 750 hematology analyzer manual probe and onto the counter overnight. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) replaced manifold (mf4) to resolve issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).